Event description:
A (B)(6) female patient with neurologic disorder and pelvic trauma was implanted with an acticon device on (B)(6) 2004. On (B)(6) 2008, the cuff and balloon were removed and replaced due to fluid loss at cuff. A request for the device was sent and the device was not returned for analysis. No further information has been provided.

Manufacturer narrative:
(B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.